Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet had failure to be advanced in the right ventricular lead. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet had failure to be advanced in the right ventricular lead was confirmed. Final analysis found that a complete lead was returned in one piece without the stylet. Visual examination, x-ray examination, short test and continuity test found no anomalies. The stylet insertion test found unable to insert the stylet beyond 14.5cm from the connector pin region. The cause of the reported event was isolated to the inner coil being clogged with blood.